Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch: hdz777. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. Postoperatively, the patient experienced inflammation at the wound site. Additional information has been requested.

Manufacturer narrative:
The patient presented with symptoms on (B)(6) 2014. A future operation will be scheduled and the wound will be cleaned.